Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) and multiple ventricular tachycardia non sustained episodes. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.